Event description:
The customer called regarding unexplained hbgs. It was indicated that the customer was receiving an alarm. Troubleshooting was down and the pump passed the prime test. In addition, the programming and histories were accurate. During the call, the customer reportedly was hospitalized in a few weeks ago for hyperglycemia. The customer was educated on the alarm and the two hbg rule. No further details.